Event description:
It was reported that the physician suspected that the pulse generator header was damaged which was causing noise. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of noise could not be confirmed in the laboratory. No anomalies were found that would cause the reported noise.